Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Investigation of the available information determined this device exhibited oversensing of noise generated by the minute ventilation (mv)/respiratory sensor that is related to a high impedance condition. Please see the description for more information regarding the specific circumstances of this event. This device was included in the recent minute ventilation sensor signal oversensing advisory population.

Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) was implanted a few months ago with the existing right atrial (ra) lead, and recently triggered a lead safety switch from bipolar to unipolar configuration due to a sudden rise in pacing impedances to greater than 3000 ohms. It was noted that there had been three spikes in impedances since implant, where the noise from the changes in impedances was oversensed by the minute ventilation (mv) sensor triggering the signal artifact monitor (sam) to switch sensing vectors from the atrial to the ventricular lead. There were also observations of noise since the switch to unipolar that were causing inappropriate atrial tachy response episodes. Technical services discussed to consider programming the device unipolar pace and bipolar sense. The system remains in-service. No adverse patient effects were reported.